Event description:
It was reported that the user replaced a dexcom g6 continuous glucose monitor (cgm) sensor and transmitter associated with the ilet system and then experienced a sensor error that resulted in dosing being stopped while the user was in bg run mode without a meter to confirm glucose; subsequent follow-up identified that an incorrect sensor pairing code had been entered, and pairing was corrected after assistance and transfer to dexcom support. No adverse clinical symptoms reported. Outcomes included a delay to therapy while dosing was stopped. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed no device problem with the ilet system, with a usage problem identified related to an improper or incorrect procedure, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.